Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of 29 mmol/l. Customer delivered a correction bolus via pump and changed supplies to resolve the issue.